Event description:
Additional information was provided, the hydrus device was not explanted and remains in-situ. The patient is on drops (unknown medication and dosage) and was reported to be doing good and is stable. The onset of the adhesions and angle closure glaucoma occurred around the same time as the fellow eye, (B)(6), 2022.

Manufacturer narrative:
Corrections: h.6 health effects ¿ health impact code remove 4627, the device was not explanted; h.6 method ¿ 4114 changed to 4117, the device remains in-situ the hydrus device was not explanted and remains in-situ; therefore, an evaluation of the device cannot be conducted, and no results can be provided. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. No further information is expected from the reporter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The hydrus microstent was explanted and is not available for evaluation device identifiers are unknown therefore a review of device history records could not be performed. Peripheral anterior synechiae, shallow anterior chamber, device obstruction, elevated iop, explantation and secondary surgical intervention are listed in the device labeling as potential adverse events. This report is for the patient's left eye, refer to MDR# 3016075957-2022-00092 for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent cataract surgery with viscocanaloplasty, hydrus microstent implantation, and gonioscopy assisted transluminal trabeculotomy on (B)(6) 2022. The patient subsequently developed elevated iop, adhesions and angle closure with peripheral anterior synechiae which blocked the inlet of the hydrus microstent. The surgeon subsequently performed a goniotomy, lysed the adhesions, and explanted the microstent.